Event description:
It was reported that during a cryo ablation procedure, blood was visible in the balloon catheter. The balloon catheter was replaced and the procedure could continue, however pericardial effusion and tamponade were detected. The case was aborted and it is unknown if additional hospitalization was required or if interventions took place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 203cx (lot: 230408806); product type: 0627-cables and accessories product ID 2af283 (lot: 24089); product type: 0624-arctic front catheter product ID 12fcc20 (0012756260); product type: 0629-flexcath sheath; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 24089 was returned and analyzed. Visual inspection was performed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). During functional testing, the console terminated the application and triggered system notice #50006 (the safety system detected blood in the catheter handle). Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During inspection of the handle segment, blood was observed inside handle. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported clinical issues (tamponade/effusion) occurred during the procedure and the visible blood issue was confirmed during testing. The balloon catheter failed the returned product inspection due to an outer balloon distal bond detachment. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the catheter was replaced, the patient then experienced discomfort, and an echocardiogram revealed a pericardial effusion. The patient then underwent cardiac surgery as a result of the pericardial effusion and tamponade.